Manufacturer narrative:
This event has been reassessed and the reportability has been determined to be a reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the system, the machine shut down after the physician had completed the sweep and was on location. The system was left plugged in, but the green switch was not left on, which contributed to the shutdown. The physician did complete the case, but was unable to use the device. The physician decided to move forward with taking biopsies under fluoroscopic visualization even though the navigation system was not operable.

Event description:
It was reported that during a procedure involving the system, the machine shut down after the physician had completed the sweep and was on location. The system was left plugged in, but the green switch was not left on, which contributed to the shutdown. The physician was unable to complete the super dimension portion of the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.